Manufacturer narrative:
No record of the lot# given exists, lot# given was inaccurate.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a doctor broke three waveone gold files during use. The broken pieces were not retrieved and were incorporated into the filling.